Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the unit passed the mdu5 plus basic functional test. No error messages were observed during the test and the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-11539 and 2134265-2017-11538. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, the motordrive 5 plus would not pullback when the imaging catheter was inside the patient's body. However, the motordrive 5 plus was able to pullback when the imaging catheter was outside the patient's body or during testing. The physician tried again and it started to pullback, however, it stopped on several different runs. No patient complications were reported and patient's status is stable.